Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient reported the controller and sensor showed incorrect values of 40 mg/dl when the patient had high blood glucose (bg) levels. The patient drank lemonade and vomited. The patient's bg levels were measured at the hospital and were reading 400 mg/dl with ketones of 3 mmol/l. The pod was removed and the patient was treated with intravenous fluids and novorapid. Patient was discharged after 1 day. Abbott was notified of the event on 31-jul-2025.

Manufacturer narrative:
Correction to section b5 - describe event or problem.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient reported the controller and sensor showed incorrect values of 40 mg/dl when the patient had high blood glucose (bg) levels. The patient drank lemonade and vomited. The patient's bg levels were measured at the hospital and were reading 400 mg/dl with ketones of 3 mmol/l. The pod was removed and the patient was treated with intravenous fluids and novorapid. Patient was discharged after 1 day. Dexcom has been notified of the event.